Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the system had no issue with opening or closing of gantry. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a l3-l4-l5 spine fusion procedure, site was unable to open the gantry door of the imaging system. The system was around patient when the issue occurred. No additional information was provided. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.